Event description:
It was reported that a dissection occurred. The target lesion was located in the mid left anterior descending artery. A 3.50 x 28 synergy was deployed. Post deployment, a dissection was noted and covered with a 3.50 x 32 synergy stent. The procedure was successfully completed.